Manufacturer narrative:
The device history records and inspection records were reviewed and no similar concerns were found. A review of the returned product from the customer was performed. Visual inspection of the sample noted that the over-molded tip was mostly missing. Also, the catheter sheath was kinked and the wire was broken from the control wire. This product is purchased fully packaged from a supplier, so the supplier provided input to the investigation. The supplier reviewed all the manufacturing documentation and inspections conducted, and the lot of product associated with this issue passed all the required inspections. The root cause of the issue is unknown since the review of the process, tooling, and lot documentation indicates that the product was made per the current approved processes and procedures.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Tip of cleaner 7fr x 65cm broke off when preforming a declot. They left the tip in and stented over it.